Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The reported rupture was not confirmed; however, the outer member at the proximal seal. The issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, mid right coronary artery. A 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. There were no issues noted with the bdc during unpacking, inspection and preparation prior to use. The bdc was advanced with a little resistance to the lesion and on the first inflation to 13 atmospheres the balloon ruptured. The bdc was removed from the anatomy and replaced with another 3.50 x 15 mm nc trek rx bdc in order to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.